Event description:
It was reported prior to procedure by the hospital. Interrogation of the pacemaker revealed a drop in p-wave measurement. Upon re-interrogation, the p-wave measurements were back to normal within limit. The pacemaker was not used and a new pacemaker was implanted into the patient. It was observed that the patient's p-wave sensing was normal. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of sensing problem was not confirmed. Analysis of the device image indicated the device was within normal range of operation. Further analysis performed, including sensitivity test, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to the reported event of sensing problem. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. No other anomalies were seen.